Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the touchscreen has become unresponsive. Reportedly, the touchscreen no longer illuminates. Customer had elevated blood glucose levels (approximately 320 mg/dl). Customer delivered a quick bolus to stabilize blood glucose levels.